Manufacturer narrative:
The insulin pump received with no audio tone due to broken transducer wire on the interface board. The pump passed the displacement, rewind, basic occlusion, occlusion prime/ compromised force sensor and excessive no delivery tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a no delivery alarm. The blood glucose at the time of the incident was 232 mg/dl. Troubleshooting was able to resolve the no delivery by doing a set change. The customer was advised to try different location for the set. The customer diabetes care manager called back the next day and stated the customer pump had a constant tone. The device will be returned for analysis.